Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked/chipped by the front left bottom corner. Loose plunger head gasket and no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, power up, infusion and occlusion testing were performed. The investigation unable to duplicate reported problem; however, reported error was found in ehl. According to the investigation, interconnect flex cable was connected to the main board and glue was intact on j9 connector. According to trouble shooting chart page # 55 on mf4000 service manual doc# as10014940-001 background self-test sensed no current flowing in the primary speaker. The investigation reported that no external damage or contamination to interconnect board or speaker and the glue was intact on interconnect flex cable j9 connector. According to the investigation the j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Replaced speaker as preventive measure. Power up process and all the functional tests passed.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited system failure. No reported adverse effects.